Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) was having all kinds of problems with their recharger and controller. Pt said they met with the rep in office yesterday who told the pt to contact patient services (pss) to request a new recharger (rtm) and controller. Pt stated that starting less than a week after they got their implant, they could only get good recharge quality, sometimes get excellent, but then back to good. Pt said that for the first 3-4 days after they got the implant, it would charge really easy and kept getting harder. Pt said it takes them 30 minutes before getting it to charge. Pt said it was a real pain; pss asked to clarify if they meant frustrating, and pt agreed. Pt said once they fell asleep while trying to charge the implant and when they woke up, they saw a strange message (did not share the content of the message) and then when the pt tried to turn off the stimulator using the white button on the top of the controller, it wouldn't turn off. Pt said that the implant will not charge at all on good recharge quality. Pt said that when they have the controller flat on the table and try to plug the rtm in, it doesn't like to go in the controller port and they don't want to force it. Pt also reported that the rtm is getting really hot. Troubleshooting was unable to be performed as pt insisted their mdt rep had tried everything and told them to request replacement recharger. The patient also reported that about a week ago when they set their program to b, all of a sudden they see the message settings not available. Pss reviewed programming settings. Pt said they made their rep aware via text message and saw him yesterday in office. Pt said that the rep changed programs, started the controller over, and changed parameters. Pt said at one time, the rep thought he had it, but by the time the pt got home, it was wrong again. Troubleshooting was unable to be performed as pt insisted their rep had tried everything and told them to request replacement controller.